Event description:
It was reported by service report that the zoom cover to the display board was cracked and exposed a sharp edge and would allow fluid to enter if a spill occurred. The inverter/charger board malfunctioned causing high temperature markings on the battery terminal. It is unknown if there was patient involvement or if there were adverse consequences to report.